Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the hemostatic valve on the carto vizigo® sheath was leaking back blood. The dilator was reseated into the carto vizigo® sheath without resolution. The physician decided to continue the procedure utilizing the same carto vizigo® sheath. The reporter confirmed there was no injury or consequence to the patient. Additional information was received which indicated that the hemostasis valve (gasket) possibly dislodged inside the hub. The brim cap/hub did not become detached from the sheath.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the hemostatic valve on the carto vizigo® sheath was leaking back blood. The dilator was reseated into the carto vizigo® sheath without resolution. The physician decided to continue the procedure utilizing the same carto vizigo® sheath. The reporter confirmed there was no injury or consequence to the patient. Additional information was received which indicated that the hemostasis valve (gasket) possibly dislodged inside the hub. The brim cap/hub did not become detached from the sheath. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspection of the returned device were performed in accordance with j&j medtech procedures. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the valve of the sheath was observed to be broken. However, no separation nor blood leaking were observed. Visual analysis of the returned sample revealed that the valve was broken. A microscopic examination of the hemostatic valve surface showed stress marks and damage. This condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device number lot 00002836 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The potential cause of the issue with the valve could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported hemostatic valve dislodgement. In addition, biosense webster inc. Analysis which showed a broken valve. -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).